Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a specific root cause of the suggested event could not be determined with the information received. Olympus will continue to monitor field performance for this device.

Event description:
Olympus received a medwatch 5147837 reporting that the plastic tip of a resectoscope sheath broke off during a transurethral resection of a bladder tumor. The foreign body could not be found during the procedure. The patient was returned to surgery on an undisclosed date for removal of the foreign body. There was no further harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device referenced in this report has not been returned to olympus. Additional information is being requested. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received. The medwatch 5147837 is attached for additional information.